Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced various ise tubing for cell 2, replaced cell 2 reagent syringe and pot, cleaned the syringe driver and bleached the drain. The fse also cleaned the sample syringe and syringe driver and replaced inter sample arm tubing to resolve the issue. Beckman coulter internal identifier is case- (B)(4). No patient demographic information (age, gender, weight, race or ethnicity) was provided. Customer phone number - (B)(6).

Event description:
The customer reported erroneous high ise (ion-selective electrode: sodium, potassium and chloride) patient results were generated on the au5800 clinical chemistry analyzer. The erroneous results were not released from the laboratory. There was no change in patient treatment in association with this event.